Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pain, infections, urinary problems, recurrence, dyspareunia, neuromuscular problems, and other injuries. No further info has been provided.